Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide#(B)(4) . FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 6 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient developed right side weakness. The beside nurse had originally noticed the weakness and observed that the patient was unable to move their right upper and lower extremities on command. A heat CT confirmed a moderate sized subacute infarction involving the white matter in the left middle cerebral artery territory. No additional was information reported.